Event description:
It was reported that this patient has a previous history of inappropriate shocks due to oversensing of low signal amplitudes and artifacts. The patient also had some undersensing. At this time the patient's system was reprogrammed to secondary sensing vector. Recently, the patient has received multiple additional inappropriate shocks due to t-wave oversensing. The device's smart pass feature was also turned off due to the patient's smaller amplitudes. No adverse events were reported.